Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly asy000016.

Event description:
Distributor contacted dexcom to report consumer experienced no audio output on the receiver. The consumer did not report any medical intervention or injuries.